Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The review of the device history record (DHR) for the device showed that there were no related non-conformity or deviations issued during manufacturing of activator lot# 1806701. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation no problem was found. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had treatment with lipiflow system for dry eye on (B)(6) 2018 and presented on (B)(6) 2018 with hordeolum in the left eye. Patient was treated with antibiotics. It was reported that activator device was discarded.